Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be corrosion on the membrane panel due to storage outside of the indicated conditions. On receipt at heartsine the device was unable to be powered on via the on/off button. This was attributed to corrosion within the membrane panel, on the on/off button contact pads. This had resulted in the button failing to make contact with the membrane pcb, therefore the device being unable to be powered on, as per the reported fault.the fault could not be replicated after the corrosion was cleared. The corrosion on the on/off button contact pads and the device screws would indicate that the device had been stored outside the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.